Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure mode could be due to "misassembled packaging (incorrect position of packages inside the box)¿. The lot number is unknown therefore the device history record could not be reviewed. The product catalog number for this device is unknown therefore labeling review was not performed. The device was not returned.

Event description:
It was reported that the customer received bent catheter upon delivery. It was noted that the patient did not used any of the bent products.